Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a main display showing duplicate messages was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty main display. The main display was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a malfunction of duplicated messages on main display. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The software version is currently unknown.